Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is the second affiliated (B)(6). Block h6: imdrf device code a150208 captures the reportable event of snare loop entrapment.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the transverse colon to remove multiple broad-based polyps measuring 4-5 mm during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, it was observed that the front end of the snare component was difficult to eject and became stuck, preventing it from moving freely in and out. This problem affected the performance of the polyp resection. The endoscopic polyp resection was conducted under endoscopic guidance, requiring the device to operate with precision and freedom. It was also reported that given the fragility of the intestinal mucosa, a stuck operating end could hinder timely retraction and potentially damage normal intestinal mucosa. After the device was replaced, the polyp resection procedure was successfully continued. The procedure was completed with another device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Blocks b5 and h6 (impact codes and device codes) have been updated based on the additional information received on august 26, 2025.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the transverse colon to remove multiple broad-based polyps measuring 4-5 mm during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, it was observed that the front end of the snare component was difficult to eject and became stuck, preventing it from moving freely in and out. This problem affected the performance of the polyp resection. The endoscopic polyp resection was conducted under endoscopic guidance, requiring the device to operate with precision and freedom. It was also reported that given the fragility of the intestinal mucosa, a stuck operating end could hinder timely retraction and potentially damage normal intestinal mucosa. After the device was replaced, the polyp resection procedure was successfully continued. The procedure was completed with another device. There were no patient complications reported as a result of this event. Additional information was received on august 26, 2025. The device was used to remove sessile flat polyps. There was no damage to the tissue. The snare device was unable to fully extend the loop.